Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded the cause of the reported failure. The cause of the reported failure is a user error of excessive force tensioning the suture strands.

Event description:
On 2/12/2024, it was reported by an arthrex subsidiary employee via email that an ar-8926ss knotless tightrope syndesmosis repair implant broke directly from the button without friction in the bone. This was discovered during a procedure on (B)(6) 2024. No additional information provided. Additional information requested. Additional information provided 02/21/2024: the date of the procedure was (B)(6) 2024. The procedure performed was an ankle rafi with dex system, plus sisndemosys reduction. Each button broke when starting the one-by-one reduction of the sutures. When the sutures broke, each button came out on each side of the ankle (medial and lateral). There was a 40-minute delay and additional anesthesia was administered. The case was completed by reassembling the system with independent sutures (fiberwire 5).

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.